Manufacturer narrative:
Document review including IFU review: prior to distribution all geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the geenen pancreatic stent device could not be complete as the lot number is unknown. As per instructions for use, ifu0055-4, intended use section: ¿this device is used to drain obstructed pancreatic ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that this file was created to capture the off-label use using the ps-wgc method. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Date aware: (B)(6) 2019. Country of origin: japan. Device: unknown (5-fr pancreatic stent geenan). Brief description: ps-wgc off label use. Event description: early pancreatic stent placement in wire-guided biliary cannulation: a multicenter retrospective study. Ps-wgc is pancreatic stent placement followed by wgc (guidewire insertion to a pancreatic duct under wire-guided cannulation ). Pancreatic stent was immediately placed after guidewire insertion to the pancreatic duct in the ps-wgc group. A total of 590 patients (183 in the ps-wgc and 407 in the repeated wgc group) were included. In the ps-wgc group, a 5-fr pancreatic stent with an internal flange (advanix, boston scientific japan or (B)(6) japan) was placed immediately after guidewire insertion to the pancreatic duct, followed by attempts of wgc alongside the pancreatic stent in situ. This file was created to capture the off label use using the ps-wgc method.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Date aware: 01-nov-2019. Country of origin: (B)(6). Device: unknown (5-fr pancreatic stent geenan). Brief description: ps-wgc off label use. Event description: early pancreatic stent placement in wire-guided biliary cannulation: a multicenter retrospective study. Ps-wgc is pancreatic stent placement followed by wgc (guidewire insertion to a pancreatic duct under wire-guided cannulation ) pancreatic stent was immediately placed after guidewire insertion to the pancreatic duct in the ps-wgc group. A total of 590 patients (183 in the ps-wgc and 407 in the repeated wgc group) were included. In the ps-wgc group, a 5-fr pancreatic stent with an internal flange (B)(6) was placed immediately after guidewire insertion to the pancreatic duct, followed by attempts of wgc alongside the pancreatic stent in situ. This file was created to capture the off label use using the ps-wgc method.